Manufacturer narrative:
Lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor observed foreign particles on the monofocal intraocular lens (model zcb00, +18.5 diopter) during handling and prior to insertion. It was also stated as ''defective, something on the lens. No patient contact reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it was destroyed by customer. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar/other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.